Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at adapter tubing junction. The rubber cap of the heparin cap of the closed intravenous indwelling needle detached during the second injection of saline during CT enhancement, causing a small amount of saline and returned blood to leak out.

Manufacturer narrative:
1. DHR/bhr review lot#2327051. 1-this batch of products were assembled at intima ii auto line 4 in (B)(6)2022, and packaged at cfs package line in december 2022. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Take the retained sample of this batch for relevant functional testing 1-45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2-prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. High pressure injection can cause damage to the prn. 5. This product (sku 383062) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, the product of this sku has never been declared to be used for high-pressure injection, and the flow rate and pressure used in the second saline injection process during enhanced CT are unknown, the root cause of the separation of the sleeve stopper of the prn cannot be determined.

Event description:
No additional information provided.